Event description:
Customer reported a hospitalization for high blood glucose. The blood glucose reading was 430mg/dl and customer expressed symptoms of shoulder and stomach pains. Customer was not in an accident. Customer was treated with manual injections. She stated that the drive support cap appeared normal. She found no air bubbles in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. She also reported that she had received no delivery alarms. Customer was unable ot complete troubleshooting. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.